Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.mfg. Report 1 of 2, medwatch report # 3004209178-2013-90369.mfg. Report 2 of 2, medwatch report # 3004209178-2013-90370.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. The nurse stated that she does not have the insulin pump at time of call. No further information was provided.